Event description:
This unsolicited device case from (B)(4) was received on 01-dec-2014 from a non health care professional (esthetician). This case concerns a female patient (age not provided) who experienced swelling of knee and puncture after receiving synvisc one injection. No past drugs, medical history, concomitant medication and concurrent condition were reported. On an unknown date, the patient initiated treatment with intra articular synvisc one injection, at a dose of 6 ml, once (indication, batch/lot number and expiration date: not provided). On unknown dates, after unknown latencies, the patient experienced a reaction of swelling to her knee (that required cortisone) and a puncture. The reaction resolved but the esthetician was concerned that if hyaluronic acid product was administered to patient's face, that she may have the same reaction. Outcome: unknown for puncture and recovered/resolved for swelling of knee. Seriousness criteria. Intervention required for swelling of knee.